Event description:
Trans bronchial biopsy x4 done under general anesthesia. On the fourth biopsy, the cable to the forceps broke with displacement of the forceps head, unable to close. Both the forceps and the bronchoscopy scope were removed/withdrawn with one movement. Post removal, pt, with significant bleeding over 100cc blood loss. Multiple clots removed via bronchoscope. Pt required transfer to the ICU and remained on ventilator.